Event description:
Related manufacturer reference number: 2017865-2022-20092. During a clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. During the revision procedure, the lv lead had difficulty being removed from the device header. Once the lv lead was disconnected, a new lead was attempted to be inserted into the device header, but was unsuccessful. As a result, both the lv lead and device were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a set-screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was backed out of its connector block as a result of unscrewing the set-screw too far. The set-screw was also partially stripped and contained septum material inside the hex cavity. The backed-out set-screw prevented full insertion of the torque driver and was the cause of the reported event. The set-screw anomaly was consistent with having occurred during the procedure.